Event description:
During an in service with the sterile processing department, the sales representative was unable to connect a two bidirectional cable extension cord to the hemopro adapter. The hospital tried another cord and it did not connect properly. The hospital intends to return the products in question.

Manufacturer narrative:
The devices have not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the devices. A supplemental report will be submitted if the devices are received. (B)(4).